Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis found that the electrocardiogram (ECG) connection was broken loose. It was also noted that there was no stylus with the programmer.

Event description:
It was reported that the programmer had noise present on the electrocardiogram (ECG). It was further reported that it was a suspected port issue. The programmer was returned for service. There were no patient complications reported as a result of this event.